Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or six weeks later and removed the entire inspire system.